Event description:
The customer reported that the temperature stayed at ll. Although the doctor checked the needle connection, the temperature did not change. The generator was replaced and the procedure was completed fine. No patient injury occurred.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for evaluation. If the generator is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.